Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the patient received inappropriate therapy. The right ventricular (rv) lead had high pacing impedance and a possible fracture. The pace/sense portion of the lead was capped and replaced. The high voltage portion of the lead remains in use. No further patient complications have been reported as a result of this event.